Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2018 with the following findings: review of the black box data revealed records of unexplained power on reset events. On examination, the battery compartment was confirmed to be cracked. The returned battery cap fit on the pump securely. Moisture corrosion was noted both in the battery compartment and on the underside of the battery cap. Leak testing confirmed moisture ingress at the site of the battery compartment crack. The pump powered on and was exercised for 24 hours without interruption in power. Investigation confirmed the moisture issue but did not duplicate the alleged power issue. There was no evidence of moisture in the pump¿s interior compartment.